Event description:
One complaint has been received. Drb1 high res ssp unitray kits have a false negative in lane 44 for (B)(4) allele. The customer reported that, in comparison with a competitor's sso product, the drb1 product was negative in lane 44 for (B)(4). The (B)(4) allele has a mismatch in the primer's targeted sequence and sample specific functionality could not be confirmed through testing. The (B)(4) allele reactivity is assigned according to the common alleles in that molecular group. The primer mix was not tested with a (B)(4)sample prior to the complaint; the labeling stated the primers in lane 44 would amplify this sequence in the (B)(4) allele.